Event description:
Clinician received a needle stick on her left index finger while activating safety mechanism after drawing blood. She had blood work done and started prophylaxis.

Manufacturer narrative:
Product has been returned and is under investigation. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.